Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a cervical and thoracic scs system. This report is related to the ipg for the cervical scs system. It was reported the patient has been experiencing pain and swelling due to ipg migration. As a result, the patient plans to undergo surgical intervention.